Manufacturer narrative:
. E1: phone number: (B)(6). E3: occupation: sr. Clinical risk advisor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the tr band was applied per protocol following a coronary angiogram; however, less than one minute later, the band did not hold air/deflated. The band was removed and a new band was placed without incident. The procedure was invasive, and there was unexpected or prolonged care. A 6 french radial sheath was used at the access site during the procedure. There was no harm to the patient. There was no noticeable damage to the device. No blood was reported.